Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s old implant was removed due to a bad infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.